Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse replaced the vision side cart (vsc) illuminator to resolve the issue. The system was tested and verified as ready for use. Isi received the illuminator associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The illuminator was installed into a printed circuit assembly (pca) system and powered on. The camera light could not be turned on and error 48245 was noted to be occurring in the error log. The error log indicates the illuminator lamp failed to ignite.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the customer had issues with a non-recoverable fault on the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed multiple 48245 errors related to lamp ignition issues. The customer had power-cycled the system, however the issue persisted. The tse advised the customer to connect the light guide cable to an external (third-party) light source and caller is proceeding with case. The procedure was completed as planned with no reported injury.